Event description:
It was reported that prior to a pta treatment procedure, the packaging for the ultra-thin sds balloon catheter was ripped when the device was removed from the box. The ultra-thin sds balloon was not used during the procedure. No patient injuries or complications were reported.